Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal dialysis infection. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified injection (to relieve pain) and an unspecific intraperitoneal drug for the event (no further details). At the time of this report, the patient was recovered from the peritonitis event and dianeal therapy was ongoing. No additional information was available.